Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found pieces of the lens optic and both haptics torn off and missing. There was evidence of dark surgical residue on the lens surface. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no consequences or impact to patient. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon attempted to insert an aq2015a silicone aspheric three piece lens but due to a loading problem, was unable to do so. There was patient contact but no injury. The reporter stated most likely it was due to a loading error.